Event description:
The mammotome was inserted into the pt, but when the physician went to begin sampling, we got an equipment error. The error code was for a damaged probe that would not cut. According to the devicore rep the probe may have been damaged during shipment to (B)(4). We loaded another probe and proceeded to get a series of dry taps. Two probes from the same lot number were defective. Diagnosis or reason for use: biopsy of breast lesion.